Event description:
It was reported that the asymptomatic patient presented in clinic during routine follow up. Upon interrogation, the right atrial lead exhibited high threshold due to lead dislodgement. The lead was replaced. The patient was in good condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.